Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was not able to duplicate the issue the customer experienced. Completed system checkout with all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) is alarming circuit leak. Unit will not restart. There was no patient harm reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is alarming circuit leak. Unit will not restart.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h11.

Event description:
N/a.